Event description:
Customer reported a battery out limit alarm. The blood glucose reading was 600 mg/dl. Customer treated with a correction bolus and manual injection. Customer had difficulty bringing down the high blood glucose and paramedics were called to take her to the hospital. Customer expressed symptoms of nausea and dizziness. Customer was not wearing the insulin pump at the time of the emergency room visit as it was taken off just prior to admission. Customer stated that the drive support cap appeared to be flush. Before troubleshooting, the blood glucose reading was brought down to 168 mg/dl. She stated that the infusion set showed no signs of damage but that the insulin pump did have cosmetic damage. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. Drive support disk was inspected and no anomaly was noted. The insulin pump was received with normal operating currents. No unexpected battery out limit alarm noted. The insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip, minor scratched display screen and cracked battery tube threads.